Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was harder to press. Customer's blood glucose level was 180 mg/dl. Customer also reported that they had received unexplained no delivery alerts and also insulin pump had rejected new battery and slower during rewind. The customer was declined to troubleshooting. Insulin pump will not be returned for analysis.